Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 02-012-35-2515 - logic tibia ps mod insrt sz 2.5 15mm. (B)(6), 02-010-01-0225 - logic femoral ps cem left sz 2.5. (B)(6), 200-02-32 - three peg patella 32mm.

Event description:
It was reported that approximately 48 months after a left total knee replacement procedure, the patient underwent a revision procedure to address a femoral fracture adjacent to the total knee femoral implant. The posterior stabilized insert was worn more than expected and left femoral component was found to be loose. The patella component was also loose. Initial surgery and revision surgery operative notes were provided. The patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant and femoral fracture. No further issues or complications were reported. No additional information is available.